Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The fiber was visually, microscopically and functionally tested. Unaided visual inspection passed the test. Functional testing using a helium-neon (hene) laser fixture demonstrated no evidence of breakage along the length of the fiber. The connector cone, segments, and tabs were intact, properly secured, and remained in acceptable condition. A saline flow test confirmed adequate flow performance. The control knob is attached and aligned with fiber and can rotate the fiber. Microscopic evaluation of the fiber tip revealed a circumferential fracture at the proximal end of the fiber/cap fusion zone. Mild detritus, identified as charred tissue on the fiber tip was caused when the user buried the fiber tip into tissue, which is cautioned against in the instructions for use (IFU). In addition, burying the tip into tissue can cause low/no fluid flow by which to cool the fiber. As a result, the fiber overheated and overheating can damage the fiber. Therefore, the complaint of overheating of device is confirmed. The device history record (DHR) confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. A review of the device IFU was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of fiber stopped working was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on analysis results, the interaction between the user and device caused or contributed to the identified circumferential fracture. Therefore, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that during the procedure, the first fiber used overheated. The generator was then filled with water, and a second fiber was used; however, it also overheated. As a result, a different device of a different model was used to complete the procedure. No patient complications were reported. The second fiber was returned for analysis, and the investigation identified a circumferential fracture at the proximal end of the fiber/cap fusion zone.